Manufacturer narrative:
The hill-rom tech found the right siderail not latching due to the siderail latch bent. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech straightened the right siderail latch to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the right siderail is not latching. There was no pt/user injury reported. (B)(4).